Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the internet network went down. The technical support specialist restarted network services to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system was not communicating where the patient information and pharmacy order got delayed. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.